Manufacturer narrative:
As reported, the tip of the probe is visibly bent. However, with markers attached and fully seated, the probe returns good geometry and divot error readings. Other relevant device(s) are: product ID: 960-559, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the passive planar probe was bent. This was discovered intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.